Event description:
It is reported that a customer experienced high blood glucose of 557 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and the pump passed all tests. The customer was advised to monitor the pump for any further issues. No further information was provided.